Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products associated MDR#: 1225714-2014-04996, 1225714-2014-04997, 1225714-2014-04998, 1225714-2014-04999, 2937457-2014-01137 and 2937457-2014-01138.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.